Event description:
It was reported that device embolization occurred. The device was explanted. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. A watchman fxd curve access system (was) was used with versacross connect transseptal access system to perform transseptal puncture (tsp). The was was then exchanged for a watchman trusteer access system. A 31mm watchman flx pro closure device and delivery system (wds) was inserted, deployed and implanted after meeting all release criteria. As the trusteer was pulled back from the left atrium to the right atrium, the closure device embolized into the left ventricle. There was a failed attempt at percutaneously retrieving the closure device, so the procedure was converted to open heart surgery where the closure device was explanted from the chordae tendineae which was intertwined. There was no damage to the mitral valve noted, and the laa was surgically clipped with a non-boston scientific device. The patient stayed overnight, then extubated and on minimal medications at noon the following day.

Event description:
It was reported that device embolization occurred. The device was explanted. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. A watchman fxd curve access system (was) was used with versacross connect transseptal access system to perform transseptal puncture (tsp). The was then exchanged for a watchman trusteer access system. A 31mm watchman flx pro closure device and delivery system (wds) was inserted, deployed and implanted after meeting all release criteria. As the trusteer was pulled back from the left atrium to the right atrium, the closure device embolized into the left ventricle. There was a failed attempt at percutaneously retrieving the closure device, so the procedure was converted to open heart surgery where the closure device was explanted from the chordae tendineae which was intertwined. There was no damage to the mitral valve noted, and the laa was surgically clipped with a non-boston scientific device. The patient stayed overnight, then extubated and on minimal medications at noon the following day. It was further reported the index procedure was performed under intracardiac echocardiogram (ice) imaging and the patient was in atrial fibrillation at the time of implant and also at the time of embolization. The patient was discharged after the surgical intervention.

Manufacturer narrative:
B5: information added.

Manufacturer narrative:
H6 patient code updated from no clinical sign, symptoms, or conditions to unspecified tissue injury, to reflect the reported intertwined chordae tendineae.

Event description:
It was reported that device embolization occurred. The device was explanted. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. A watchman fxd curve access system (was) was used with versacross connect transseptal access system to perform transseptal puncture (tsp). The was was then exchanged for a watchman trusteer access system. A 31mm watchman flx pro closure device and delivery system (wds) was inserted, deployed and implanted after meeting all release criteria. As the trusteer was pulled back from the left atrium to the right atrium, the closure device embolized into the left ventricle. There was a failed attempt at percutaneously retrieving the closure device, so the procedure was converted to open heart surgery where the closure device was explanted from the chordae tendineae which was intertwined. There was no damage to the mitral valve noted, and the laa was surgically clipped with a non-boston scientific device. The patient stayed overnight, then extubated and on minimal medications at noon the following day. It was further reported the index procedure was performed under intracardiac echocardiogram (ice) imaging and the patient was in atrial fibrillation at the time of implant and also at the time of embolization. The patient was discharged after the surgical intervention.